Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va04drw, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient had a loss of therapeutic effect. Therapy worked for a year, but then the patient had bladder leakage. Adjusting stimulation and turning the stimulator off and on again did not resolve the issue. When the patient increased stimulation while having unemptied bowels, a sharp pain occurred on the opposite side of the device. The pain felt like labor pains and may be located at the lead site. The patient had not tried a different program. It was later reported that there was not a 50 percent or greater symptom reduction now. The cause of the event was not determined, it was unknown if it was device related, and it was unknown if reprogramming was needed. The health care provider (hcp) needed a manufacturer representative to help with reprogramming. Troubleshooting, interventions, or other actions were not yet taken to resolve the event as of (B)(6) 2014. The patient experienced a sudden loss of therapeutic effect and a sudden loss of stimulation. The patient was not recovered, with symptoms or an issue ongoing. The patient needed evaluation. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.